Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The two additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported this was a arteriotomy closure of the common femoral artery using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. The sutures of three proglide devices were successfully placed. The sheath was upsized to an 18f sheath and the evar procedure was completed. Reportedly post procedure, it was attempted to advance the knots using the knot pusher but the knot failed to advance with all three devices. A simple widening of the nick and spread was performed and manual suturing was done to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.